Event description:
Prisma set clotted at 0430 on (B)(6) 2023. During the re-priming of new set a leak was noted where the effluent tubing connects to the large effluent bag causing the leak sensor at the bottom of the machine to alarm reporting that the leak sensor was triggered due to fluid dripping on to it. The filter set and auto effluent accessory needed to be changed out to complete the re-priming process causing a delay in treatment.